Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited low pacing impedance and noise on an unknown date. On (B)(6) 2021, during a routine generator exchange procedure, the physician noted an insulation breech on the atrial lead. The physician elected to repair the lead and reconnect it to the new generator. The patient condition was stable.